Event description:
The fluency plus would not deploy into a left forearm graft. Path was reported to include a 180 degree bend. Only 1 cm of the stent would deploy. The doctor re-sheathed the stent, removed the entire system and later was able to deploy the stent onto the table. A competitors stent was placed without incident.